Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent delivery system was discarded. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a right coronary artery. A 4.0 x 28 mm xience alpine stent was deployed at nominal pressure when a proximal edge dissection occurred. The dissection was treated with balloon angioplasty and another xience alpine was implanted proximal to the first alpine to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.